Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that a power on reset was seen while the implantable neurostimulator (ins) was being replaced on the day of the report. The ins was being replaced due to normal battery depletion. There was a recent medical test or emi environmental exposure reported. There were no symptoms reported. The patient was implanted for bowel dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.